Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While attempting to transect the small bowel, the loading unit showed the tissue to be at a zone 4 level thickness. After firing, the powered handle did not count down from 12 to 11. It remained at 12, as if the reload was not fired. The stapler did not fire. To complete the procedure, another loading unit was used successful. No patient injury or extension in surgical time. Patient status is no problem.